Manufacturer narrative:
Investigation summary: the customer was unable to provide the required intake information. The information to enable further investigation, such as the kit's lot number, was not provided and an investigation was not able to be performed. Notwithstanding, complaints against these trend codes are monitored to identify and track any out-of-trend/unexpected performance at the lot and product family level. In conclusion, abbott diagnostics scarborough was unable to determine the exact root cause of the reported issues as no information was provided for investigation.

Event description:
The consumer reported a false negative result with the binaxnow¿ covid-19 antigen self test on an unknown date. The consumer had confirmation pcr testing performed on (B)(6) 2021 which generated a positive result. The consumer performed repeat testing with the binaxnow¿ covid-19 antigen self test on (B)(6) 2021, (B)(6) 2021 and (B)(6) 2021 along with another pcr test on (B)(6) 2021, all of which generated negative results. No further information was provided regarding current health status and outcome.